Event description:
It was reported that the tube can not be filled. Port needle not passing / clogged.

Manufacturer narrative:
Deivce evaluation a sample was received to perform an investigation. A visual inspection of the returned sample observed it to be received decontaminated in its original packaging opened in a plastic bag. A device history record (DHR) review was performed, and no issues were noted during manufacture. Functional testing was performed. The device was tested for occlusion by introducing water with a syringe. The occlusion test detected an occlusion between the assembly of the tube and luer. The failure mode reported was confirmed. The root cause was determined to be excess solvent applied in production. Awareness notification was given by the quality engineer to production personnel in order to explain the importance of following the procedure for bonding the tube to the luer.